Event description:
It has been reported to philips that the detector control was not available and the collimator shutters could not be controlled. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the detector control was not available, the collimator shutters could not be controlled, and there was no image. The philips engineer suggested service, but the case was cancelled at the request of the user. According to the user, the malfunction did not appear. No service has been provided from philips. No further reports of the reported issue have been received by philips.